Manufacturer narrative:
Investigation inspect returned samples distribution history: this complaint unit was manufactured at csi on 09/14/2009 under wo #(B)(4) and shipped on 1/30/2010. Manufacturing record review: a review of the device history record could not be located at the time of this investigation. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications. Should the device history record be located going forward this complaint will be amended accordingly. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. Product receipt: the complaint unit was returned on a repair. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. The gas flow was no longer optimal and found to flow too fast to produce the target temperature at the tip. Root cause: the air flow is dependent on the position of the ball seating properly so that the gas produces a temperature drop at the tip and maintain that temperature through that gas flow. This unit was noted to have the ball seating past optimal position. A root cause for this complaint condition is not readily available but given the device has been in service for 11 years with no record of being serviced this is considered wear and tear. Continual use may be pushing the ball out of optimal position and impacting the opening over time. Corrective actions the unit's spring assembly was repaired, tested to specification and returned to the customer. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary. No further training required. Was the complaint confirmed? Yes.

Event description:
Customer stated: "probe would form an ice ball but when applying to a patient it would not continue to form the ice ball". 124 n20 retinal prb straight (B)(4).

Manufacturer narrative:
Coopersurgical, inc is currently investigating the reported condition.

Event description:
Customer stated-probe would form an ice ball but when applying to a patient it would not continue to form the ice ball. Repair tech-high freeze flow 16mm ro (B)(4). N20 retinal prb straight 124 e-complaint- (B)(4).